Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. The ICD recorded code 1005 indicative of open circuit condition during shock delivery. Surgical intervention was performed. The rv lead was removed from the header and visual inspection was unremarkable. The lead was reinserted into the device and the impedance measurements returned to normal. The physician noted that there resistance when seating and unseating the rv lead. As of today, both device and rv lead remain implanted and in service. Besides intervention, there were no adverse patient effects reported.